Manufacturer narrative:
On 17-jan-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head regularly falls off - oral-b [device breakage]. Comes loose in mouth - oral-b [device connection issue]. Case narrative: an elderly female consumer via phone stated that the oral-b toothbrush head regularly fell off and came loose in her mouth. No injury was reported. On 16-dec-2024: case update from information initially received on 10-dec-2024: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported. On 17-jan-2025 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3766 pro. The concomitant product was confirmed to be oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head regularly falls off - oral-b [device breakage]. Comes loose in mouth - oral-b [device connection issue]. Case narrative: an elderly female consumer via phone stated that the oral-b toothbrush head regularly fell off and came loose in her mouth. No injury was reported.